Manufacturer narrative:
The visual inspection revealed no physical damage to the outer plastic housing of the transmitter as well as the ac power adapter. Further inspection of the ac power adapter revealed burnt marks on the main circuit board and inner casing. After replacing the defective ac power adapter, the transmitter was able to power on. The ac power adapter of the transmitter was defective.

Event description:
This report is to advise of an event observed during analysis. The customer reported the transmitter would not work following a soft fall. There were no reported adverse patient consequences related to the event.